Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, he noted debris on the surface of the optic. The iol was exchanged. Additional information was requested.

Event description:
Additional information was provided by the physician that this lens had a white plaque like material embedded in the lens optic and therefore had to be removed. Upon removal the lens material behaved very unusually compared to a typical monofocal lens. As the lens was cut for removal it would break or crumble and was therefore removed as multiple small pieces rather than two halves.

Manufacturer narrative:
Additional information provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4).